Event description:
End user reported that the backrest bracket broke on the right side of this chair. End user alleges that he was sitting in his chair in the driveway of his home operating a pressure washer when the incident occurred. End user alleges that he slightly leaned back in his chair and when doing so, felt the back give away. End user alleges that he fell out of the chair but, no injury occurred.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a follow up report will be filed.